Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical patient and procedure and there is no mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as there was no repair performed. The system operates as intended.